Event description:
It was reported that a spectrum pump alarmed air-in-line during upstream occlusion testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be reproduced during evaluation. The device was operating within specification regarding the reported symptom.